Event description:
It was reported that the vns patient developed an infection at her incision site. The patient recently underwent generator replacement surgery on (B)(6) 2002 due to high impedance. The patient later had a seizure which reportedly caused her generator to pop out. The patient underwent surgery on (B)(6) 2002 to explant her generator and lead due to infection. Cultures were taken and were positive for staphylococcus. The patient was re-implanted with a new generator and lead on (B)(6) 2003. The high impedance was reported in manufacturer report # 1644487-2002-00279.